Event description:
It was reported that during an ipg and lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05346], the replacement ipg was not placed into surgery mode and became unable to communicate with external devices. Another ipg was implanted instead as a result.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported ¿communication issue¿ was confirmed. Analysis of the returned ipg found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the service app state, consistent with having occurred on 5/19/2025, is unknown. Returned device was able to be moved into therapy stated, passed impedance check, and communicated with all lab utilities.

Manufacturer narrative:
The reported ¿communication issue¿ was confirmed. Analysis of the returned ipg found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the service app state, consistent with having occurred on 5/19/2025, is unknown. Returned device was able to be moved into therapy stated, passed impedance check, and communicated with all lab utilities. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.